Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer's blood glucose was 325 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.